Event description:
Additional information received from the consumer reported that they met with the manufacture representative where only program 3 could be programmed. The patient reportedly was supposed to receive a new programmer, but they did not receive anything.

Event description:
It was reported that the patient lacked basic understanding of the therapy patient programmer use. The trial was (B)(6) 2014 and the permanent ins (stimulator) was (B)(6) 2014. The patient had a bone scan tomorrow and wanted to know if there was anything special to do. The callers states that the patient switches between program 1 and program 3. When the patient checks it one time it will be on one program and then checks it another time it will be on a different program. The caller states the patient went through trial period and it worked real well and the patient didn¿t have to take a laxative. Caller states that since patient had been implanted it¿s not working as well as the trial and the patient has had to take a laxative every day. It was reported that the patient just saw healthcare provider the day of reported event date who redirected the patient to call manufacturer for information about the device. The patient¿s initial issue was bowel control and neurostimulator therapy had resolved that.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0lurl, implanted: (B)(6) 2014, product type: lead. (B)(4).